Event description:
It was reported during a da vinci si surgical procedure, the maryland bipolar forceps instrument insulator had sparked. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. The charring was a sign of an arcing event. The evidence not conclusive, but charring may have been due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. Engineering also found various scratch marks on the main tube at the distal end showing light material removal. The scratches were .095 - .180 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.